Event description:
Customer reported blood glucose result of 474 mg/dl on the aviva system, washed sugar off his hands, retested at 151 mg/dl and 162 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.